Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) swelled before entering unknown sheath. The device was not exposed to body fluids prior to entering the unknown sheath. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The target areas were the right common femoral artery (rcfa) and aorta. The mynx vcd was used in an interventional procedure. The deployer¿s mynx trained and certified. Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found to be in the open position, with no syringe returned. The sealant was present in its manufactured position and completely exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. Additionally, a premature exposure of the sealant was observed due to the condition of the sealant sleeves. A dimensional analysis could not be executed to measure the slit length due to the sealant sleeves' frayed/split/torn conditions. Additionally, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test to ensure functionality evaluation was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively when button 1 and button 2 were depressed. Nevertheless, the insertion/withdrawal evaluation could not be performed due to the sealant sleeves' condition. Per microscopic analysis, a high magnification evaluation was conducted to assess the sealant sleeves. During this analysis, a frayed/split/torn condition was observed that resulted in premature exposure of the sealant. Based on the condition in which the unit was received for analysis, evidence related to the reported event was noted, as a frayed/split/torn condition was observed on the sealant sleeves¿ surface, resulting in premature exposure of the sealant that caused its swelling in blood. The reported event of ¿sealant-damaged¿ was observed as swelling of the sealant was noted due to the frayed/split/torn condition of the sealant sleeves. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced, especially since the sealant was received exposed to bodily fluids. However, prepping//handling factors possibly contributed to the reported premature swelling prior to insertion into the patient. Additionally, handling factors most likely contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) swelled before entering unknown sheath. The device was not exposed to body fluids prior to entering the unknown sheath. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The target areas were the right common femoral artery (rcfa) and aorta. The mynx vcd was used in an interventional procedure. The deployer¿s mynx trained and certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, a premature exposure of the sealant was observed due to the condition of the sealant sleeves.